Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction, deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation surgery with a 300cc mentor smooth round moderate plus profile saline breast implant experienced left sided deflation post procedure. As a result, patient underwent removal and replacement with like device on (B)(6) 2020.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/9/2020. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant and additional the patient had swelling. During visual evaluation the valve area was found missing, measuring approximately 1.0 x 1.2 cm. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).